Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13a22064. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).